Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump module is getting frequent occlusion alarms while infusing pitocin medication during labor. The customer was running a carrier fluid on one pump module and running pitocin (at a very slow rate, such as 2.8 ml/hr) on another pump module and then running both through a "y-site" on the pump module tubing. There was patient involvement but impact is unknown.